Event description:
It was reported that the pouch broke and lost the contents during a lap cholecystectomy procedure. A second like device was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.